Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced power cycles when battery moved. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction h10: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. The customer indicated that they were having intermittent issues with their spectrum pumps which they determined was caused by not adhering to baxter¿s recommendations for cleaning. The cleaning practices in the facility are causing residue build up and not allowing the pumps to work as expected. Should additional relevant information become available, a supplemental report will be submitted.